Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had many alarms. The customer's blood glucose level was unknown. Customer states he had not used the insulin pump for almost two years. Troubleshooting was performed, advised to check if supplies was still with in specification. No further information was provided.